Event description:
Home patient reports leak in cassette of homechoice set used for automated peritoneal dialysis treatment. Exact source of leak unknown per home patient. Home patient discontinued treatment. No home patient injury reported.